Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was being used after an interventional peripheral procedure using a retrograde approach. The vcd was used with a 6f non-cordis sheath. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). There was no device or package damage noted prior to use. The device was stored according to the IFU. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was being used after an interventional peripheral procedure using a retrograde approach. The vcd was used with a 6f non-cordis sheath. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). There was no device or package damage noted prior to use. The device was stored according to the IFU. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was closed, and the syringe was not returned for evaluation. The sealant was in its manufacturing position and fully covered by the sealant sleeves, which showed no signs of abnormality. The catheter sheath introducer (csi) was not returned for evaluation. A longitudinal tear was observed in the balloon, while the core wire was present and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual analysis. The inflation/deflation test could not be performed due to the presence of the longitudinal balloon tear identified during the initial visual inspection, which rendered the balloon non-functional for inflation testing. A high-magnification microscopic evaluation was conducted to assess the balloon, and the previously observed longitudinal tear was confirmed, supporting the findings observed during the visual inspection. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was being used after an interventional peripheral procedure using a retrograde approach. The vcd was used with a 6f non-cordis sheath. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). There was no device or package damage noted prior to use. The device was stored according to the IFU. The device will be returned for evaluation.